Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an advanix¿ pancreatic stent was used during procedure performed on (B)(6) 2018. According to the complainant, during unpacking, the seal of the packing was not fixed enough and it had a gap/opening. The plastic bag of the product got damage/torn. No further issues were reported with the device. There were no patient complications reported as a result of this event.